Event description:
Customer reported experiencing multiple low blood glucose events over the past two weeks, with the lowest level being 43 mg/dl or lower. Each event was treated by the customer consuming carbohydrates. There was no requirement for third-party assistance, and all corrective actions were self-managed. Control-iq feature was active during these events. Customer was advised by technical support to consult with a healthcare provider for further evaluation, and a resource guide was emailed for additional support.